Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0641 on (B)(6) 2010 alleges feeling a stitch; dyspareunia, exposed mesh. Re-hospitalization for mesh removal occurred on (B)(6) 2010 and (B)(6) 2010.